Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals, intermittent capture and pacing inhibition due to an insulation fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.